Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"), device allergy ("hypersensitivity reaction to nickel or any other component of essure") and fatigue ("extreme fatigue") in a 39-year-old patient who had essure (ess205) (batch no. 12275531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, delivery in 1991, delivery in 2000, delivery in 2003, delivery in 2005, abortion in 1997, abortion in 1998, ectopic pregnancy in 2004, burning sensation, itching, vaginal discharge, pregnancy and snoring. She denies any discomfort, shortness of breath or chest pain during her activity but states over the past couple of days she has noticed some mild discomfort in the left side of her chest that appears to be more musculoskeletal. She denies any pelvic or buttock discomfort. She denies any pelvic pain,but has been having periods are lasting longer than usual with heavy bleeding and clotting. Concurrent conditions included general anesthesia since 2005, chest pain, lumbar strain, ache, cephalgia, diarrhea, feeling sad, crying, restless legs syndrome, obstructive sleep apnea syndrome, insomnia, dysgeusia, abdominal pain, uterine fibroid, adnexa uteri cyst, menstruation irregular and bleeding menstrual heavy. Concomitant products included cyclobenzaprine, ibuprofen, naproxen sodium (aleve) and solpadeine (tylenol 1). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device allergy (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion medically significant), weight increased ("weight gain"), myalgia ("persistent muscle pain"), rash ("various skin rashes"), feeling abnormal ("brain fog"), amnesia ("memory loss"), onychoclasis ("brittle nails"), insomnia ("insomnia"), ovarian cyst ("cysts ovarian"), cyst ("body cyst"), hormone level abnormal ("hormonal imbalances"), thyroid disorder ("thyroid problems"), serum ferritin decreased ("low ferritin"), libido decreased ("low libido"), headache ("headaches"), alopecia ("hair loss"), abdominal distension ("bloating") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). In november 2008, the patient experienced arthralgia ("persistent joint pain (sharp/stabbing pain, also experienced stinging/burning sensations)"), neck pain ("chronic neck pain (sharp/stabbing pain, also experienced stinging/burning sensations)") and back pain ("chronic back pain (sharp/stabbing pain, also experienced stinging/burning sensations)"). On an unknown date, the patient experienced embedded device ("in one of the cornus, there is a wire device embedded"). The patient was treated with ferrous sulfate (iron), surgery (laparoscopic hysterectomy), surgery (laparoscopic hysterectomy), alternative therapy (chiropractic care) and alternative therapy (chiropractic care). Essure (ess205) was removed in (B)(6) 2015. In (B)(6) 2017, the arthralgia, neck pain and back pain had resolved. At the time of the report, the allergy to metals, device allergy, fatigue, weight increased, myalgia, rash, feeling abnormal, amnesia, onychoclasis, insomnia, ovarian cyst, cyst, hormone level abnormal, thyroid disorder, serum ferritin decreased, libido decreased, headache, alopecia, abdominal distension, mental disorder and embedded device outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, arthralgia, back pain, cyst, device allergy, embedded device, fatigue, feeling abnormal, headache, hormone level abnormal, insomnia, libido decreased, mental disorder, myalgia, neck pain, onychoclasis, ovarian cyst, rash, serum ferritin decreased, thyroid disorder and weight increased to be related to essure (ess205). The reporter commented: allergy tests done before the removal of the essure device confirmed that I am allergic to several of the materials which the essure device is composed. She did claim that she is allergic to nickel or any other component of essure. The plaintiff stated her body is slowly healing from the damage done by the essure device. Since it was in her body for 10 years, it will take time for full healing. The events extreme fatigue, weight gain, cysts (ovarian and body), low libido, headaches, hair loss, bloating were treated with hrt (interpreted as hormone replacement therapy) and thyroid care. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Allergy test - in (B)(6) 2015: positive allergy to nickel and gold hysterosalpingogram - in (B)(6) 2005: no result was provided pathology test - on (B)(6) 2015: benign uterine leiomyomata on (B)(6) 2015 pathology test was done having result. 1.benign uterine leiomyomata. 2- benign endometrial polyp. 3- weakly proliferative endometrium. 4- benign cervix and benign bilateral fallopian tubes. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; back pain, headache, low libido,fatigue,depression, allergy to metal, hair loss, weight gain,ovarian cysts, memory loss. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-aug-2018: internal correction: the FDA evaluation codes were amended incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"), device allergy ("hypersensitivity reaction to nickel or any other component of essure") and fatigue ("extreme fatigue") in a 39-year-old patient who had essure (ess205) (batch no. 12275531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, delivery in 1991, delivery in 2000, delivery in 2003, delivery in 2005, abortion in 1997, abortion in 1998, ectopic pregnancy in 2004, burning sensation, itching, vaginal discharge, pregnancy and snoring. She denies any discomfort, shortness of breath or chest pain during her activity but states over the past couple of days she has noticed some mild discomfort in the left side of her chest that appears to be more musculoskeletal. She denies any pelvic or buttock discomfort. She denies any pelvic pain,but has been having periods are lasting longer than usual with heavy bleeding and clotting. Concurrent conditions included general anesthesia since 2005, chest pain, lumbar strain, ache, cephalgia, diarrhea, feeling sad, crying, restless legs syndrome, obstructive sleep apnea syndrome, insomnia, dysgeusia, abdominal pain, uterine fibroid, adnexa uteri cyst, menstruation irregular and bleeding menstrual heavy. Concomitant products included cyclobenzaprine, ibuprofen, naproxen sodium (aleve) and solpadeine (tylenol 1). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device allergy (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion medically significant), weight increased ("weight gain"), myalgia ("persistent muscle pain"), rash ("various skin rashes"), feeling abnormal ("brain fog"), amnesia ("memory loss"), onychoclasis ("brittle nails"), insomnia ("insomnia"), ovarian cyst ("cysts ovarian"), cyst ("body cyst"), hormone level abnormal ("hormonal imbalances"), thyroid disorder ("thyroid problems"), serum ferritin decreased ("low ferritin"), libido decreased ("low libido"), headache ("headaches"), alopecia ("hair loss"), abdominal distension ("bloating") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). In (B)(6) 2008, the patient experienced arthralgia ("persistent joint pain (sharp/stabbing pain, also experienced stinging/burning sensations)"), neck pain ("chronic neck pain (sharp/stabbing pain, also experienced stinging/burning sensations)") and back pain ("chronic back pain (sharp/stabbing pain, also experienced stinging/burning sensations)"). On an unknown date, the patient experienced embedded device ("in one of the cornus, there is a wire device embedded"). The patient was treated with ferrous sulfate (iron), surgery (laparoscopic hysterectomy), surgery (laparoscopic hysterectomy), alternative therapy (chiropractic care) and alternative therapy (chiropractic care). Essure (ess205) was removed in (B)(6) 2015. In (B)(6) 2017, the arthralgia, neck pain and back pain had resolved. At the time of the report, the allergy to metals, device allergy, fatigue, weight increased, myalgia, rash, feeling abnormal, amnesia, onychoclasis, insomnia, ovarian cyst, cyst, hormone level abnormal, thyroid disorder, serum ferritin decreased, libido decreased, headache, alopecia, abdominal distension, mental disorder and embedded device outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, arthralgia, back pain, cyst, device allergy, embedded device, fatigue, feeling abnormal, headache, hormone level abnormal, insomnia, libido decreased, mental disorder, myalgia, neck pain, onychoclasis, ovarian cyst, rash, serum ferritin decreased, thyroid disorder and weight increased to be related to essure (ess205). The reporter commented: allergy tests done before the removal of the essure device confirmed that I am allergic to several of the materials which the essure device is composed she did claim that she is allergic to nickel or any other component of essure. The plaintiff stated her body is slowly healing from the damage done by the essure device. Since it was in her body for 10 years, it will take time for full healing. The events extreme fatigue, weight gain, cysts (ovarian and body), low libido, headaches, hair loss, bloating were treated with hrt (interpreted as hormone replacement therapy) and thyroid care. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Allergy test - in (B)(6) 2015: positive allergy to nickel and gold hysterosalpingogram - in (B)(6) 2005: no result was provided pathology test - on (B)(6) 2015: benign uterine leiomyomata on (B)(6) 2015 pathology test was done having result benign uterine leiomyomata. Benign endometrial polyp. Weakly proliferative endometrium. Benign cervix and benign bilateral fallopian tubes. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; back pain, headache, low libido,fatigue,depression, allergy to metal, hair loss, weight gain,ovarian cysts, memory loss. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-aug-2018: lot number added. Concomitant and historical conditions are added. Lab data added. Medical record received an event " in one of the cornus, there is a wire device embedded" is added. Concomitant drugs are added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right coil had perforated my right tube so it was sticking out my tube') and embedded device ('in one of the cornus, there is a wire device embedded') in a (B)(6) patient who had essure (ess205) (batch no. 12275531 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery in 2005, ectopic pregnancy in 2004, delivery in 2003, delivery in 2000, abortion in 1998, abortion in 1997, delivery in 1991, multigravida, parity 4, burning sensation, itching, vaginal discharge, pregnancy and snoring. She denies any discomfort, shortness of breath or chest pain during her activity but states over the past couple of days she has noticed some mild discomfort in the left side of her chest that appears to be more musculoskeletal. She denies any pelvic or buttock discomfort. She denies any pelvic pain,but has been having periods are lasting longer than usual with heavy bleeding and clotting. Concurrent conditions included general anesthesia since 2005, chest pain, lumbar strain, ache, cephalgia, diarrhea, feeling sad, crying, restless legs syndrome, obstructive sleep apnea syndrome, insomnia, dysgeusia, abdominal pain, uterine fibroid, adnexa uteri cyst, menstruation irregular and bleeding menstrual heavy. Concomitant products included caffeine;codeine phosphate;paracetamol (tylenol no.1), cyclobenzaprine, ibuprofen and naproxen sodium (aleve). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"), device allergy ("hypersensitivity reaction to nickel or any other component of essure"), fatigue ("extreme fatigue"), myalgia ("persistent muscle pain"), rash ("various skin rashes"), feeling abnormal ("brain fog"), amnesia ("memory loss"), onychoclasis ("brittle nails"), insomnia ("insomnia"), ovarian cyst ("cysts ovarian"), cyst ("body cyst"), thyroid disorder ("thyroid problems"), libido decreased ("low libido"), headache ("headaches"), alopecia ("hair loss"), abdominal distension ("bloating") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and was found to have weight increased ("weight gain/I gained 80 lbs"), hormone level abnormal ("hormonal imbalances") and serum ferritin decreased ("low ferritin"). In (B)(6) 2008, the patient experienced arthralgia ("persistent joint pain (sharp/stabbing pain, also experienced stinging/burning sensations)"), neck pain ("chronic neck pain (sharp/stabbing pain, also experienced stinging/burning sensations)") and back pain ("chronic back pain (sharp/stabbing pain, also experienced stinging/burning sensations)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required) and was found to have vitamin d decreased ("extremely low vitamin d"). The patient was treated with ferrous sulfate (iron), chiropractic care and surgery (laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2015. In (B)(6) 2017, the arthralgia, neck pain and back pain had resolved. At the time of the report, the fallopian tube perforation, embedded device, allergy to metals, device allergy, fatigue, weight increased, myalgia, rash, feeling abnormal, amnesia, onychoclasis, insomnia, ovarian cyst, cyst, hormone level abnormal, thyroid disorder, serum ferritin decreased, libido decreased, headache, alopecia, abdominal distension, mental disorder and vitamin d decreased outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, arthralgia, back pain, cyst, device allergy, embedded device, fallopian tube perforation, fatigue, feeling abnormal, headache, hormone level abnormal, insomnia, libido decreased, mental disorder, myalgia, neck pain, onychoclasis, ovarian cyst, rash, serum ferritin decreased, thyroid disorder, vitamin d decreased and weight increased to be related to essure (ess205). The reporter commented: allergy tests done before the removal of the essure device confirmed that I am allergic to several of the materials which the essure device is composed she did claim that she is allergic to nickel or any other component of essure. The plaintiff stated her body is slowly healing from the damage done by the essure device. Since it was in her body for 10 years, it will take time for full healing. The events extreme fatigue, weight gain, cysts (ovarian and body), low libido, headaches, hair loss, bloating were treated with hrt (interpreted as hormone replacement therapy) and thyroid care. Discrepancy noted in date of insertion- (B)(6) 2005, (B)(6) 2005 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Allergy test - in (B)(6) 2015: results: positive allergy to nickel and gold. Hysterosalpingogram - in (B)(6) 2005: results: no result was provided. Pathology test - on (B)(6) 2015: results: benign uterine leiomyomata. On (B)(6) 2015 pathology test was done having result 1.benign uterine leiomyomata. 2- benign endometrial polyp. 3- weakly proliferative endometrium. 4- benign cervix and benign bilateral fallopian tubes. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; back pain, headache, low libido,fatigue,depression, allergy to metal, hair loss, weight gain,ovarian cysts, memory loss, right coil had perforated my right tube so it was sticking out my tube. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer is not possible. Amendment: the report was amended for the following reason: mistakenly distributed due to system error. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right coil had perforated my right tube so it was sticking out my tube') and embedded device ('in one of the cornus, there is a wire device embedded') in a 39-year-old patient who had essure (ess205) (batch no. 12275531 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery in 2005, ectopic pregnancy in 2004, delivery in 2003, delivery in 2000, abortion in 1998, abortion in 1997, delivery in 1991, multigravida, parity 4, burning sensation, itching, vaginal discharge, pregnancy and snoring. She denies any discomfort, shortness of breath or chest pain during her activity but states over the past couple of days she has noticed some mild discomfort in the left side of her chest that appears to be more musculoskeletal. She denies any pelvic or buttock discomfort. She denies any pelvic pain,but has been having periods are lasting longer than usual with heavy bleeding and clotting. Concurrent conditions included general anesthesia since 2005, chest pain, lumbar strain, ache, cephalgia, diarrhea, feeling sad, crying, restless legs syndrome, obstructive sleep apnea syndrome, insomnia, dysgeusia, abdominal pain, uterine fibroid, adnexa uteri cyst, menstruation irregular and bleeding menstrual heavy. Concomitant products included caffeine;codeine phosphate;paracetamol (tylenol no.1), cyclobenzaprine, ibuprofen and naproxen sodium (aleve). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"), device allergy ("hypersensitivity reaction to nickel or any other component of essure"), fatigue ("extreme fatigue"), myalgia ("persistent muscle pain"), rash ("various skin rashes"), feeling abnormal ("brain fog"), amnesia ("memory loss"), onychoclasis ("brittle nails"), insomnia ("insomnia"), ovarian cyst ("cysts ovarian"), cyst ("body cyst"), thyroid disorder ("thyroid problems"), libido decreased ("low libido"), headache ("headaches"), alopecia ("hair loss"), abdominal distension ("bloating") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and was found to have weight increased ("weight gain/I gained 80 lbs"), hormone level abnormal ("hormonal imbalances") and serum ferritin decreased ("low ferritin"). In (B)(6) 2008, the patient experienced arthralgia ("persistent joint pain (sharp/stabbing pain, also experienced stinging/burning sensations)"), neck pain ("chronic neck pain (sharp/stabbing pain, also experienced stinging/burning sensations)") and back pain ("chronic back pain (sharp/stabbing pain, also experienced stinging/burning sensations)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required) and was found to have vitamin d decreased ("extremely low vitamin d"). The patient was treated with ferrous sulfate (iron), chiropractic care and surgery (laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2015. In (B)(6)2017, the arthralgia, neck pain and back pain had resolved. At the time of the report, the fallopian tube perforation, embedded device, allergy to metals, device allergy, fatigue, weight increased, myalgia, rash, feeling abnormal, amnesia, onychoclasis, insomnia, ovarian cyst, cyst, hormone level abnormal, thyroid disorder, serum ferritin decreased, libido decreased, headache, alopecia, abdominal distension, mental disorder and vitamin d decreased outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, arthralgia, back pain, cyst, device allergy, embedded device, fallopian tube perforation, fatigue, feeling abnormal, headache, hormone level abnormal, insomnia, libido decreased, mental disorder, myalgia, neck pain, onychoclasis, ovarian cyst, rash, serum ferritin decreased, thyroid disorder, vitamin d decreased and weight increased to be related to essure (ess205). The reporter commented: allergy tests done before the removal of the essure device confirmed that I am allergic to several of the materials which the essure device is composed she did claim that she is allergic to nickel or any other component of essure. The plaintiff stated her body is slowly healing from the damage done by the essure device. Since it was in her body for 10 years, it will take time for full healing. The events extreme fatigue, weight gain, cysts (ovarian and body), low libido, headaches, hair loss, bloating were treated with hrt (interpreted as hormone replacement therapy) and thyroid care. Discrepancy noted in date of insertion- (B)(6) 2005, (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Allergy test - in (B)(6) 2015: results: positive allergy to nickel and gold. Hysterosalpingogram - in (B)(6) 2005: results: no result was provided. Pathology test - on (B)(6) 2015: results: benign uterine leiomyomata. On (B)(6) 2015 pathology test was done having result 1.benign uterine leiomyomata. 2- benign endometrial polyp. 3- weakly proliferative endometrium. 4- benign cervix and benign bilateral fallopian tubes. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; back pain, headache, low libido,fatigue,depression, allergy to metal, hair loss, weight gain,ovarian cysts, memory loss, right coil had perforated my right tube so it was sticking out my tube. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. On 18-jun-2020: social media received-reporters were added. No new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right coil had perforated my right tube so it was sticking out my tube') and embedded device ('in one of the cornus, there is a wire device embedded') in a 39-year-old patient who had essure (ess205) (batch no. 12275531 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery in 2005, ectopic pregnancy in 2004, delivery in 2003, delivery in 2000, abortion in 1998, abortion in 1997, delivery in 1991, multigravida, parity 4, burning sensation, itching, vaginal discharge, pregnancy and snoring. She denies any discomfort, shortness of breath or chest pain during her activity but states over the past couple of days she has noticed some mild discomfort in the left side of her chest that appears to be more musculoskeletal. She denies any pelvic or buttock discomfort. She denies any pelvic pain,but has been having periods are lasting longer than usual with heavy bleeding and clotting. Concurrent conditions included general anesthesia since 2005, chest pain, lumbar strain, ache, cephalgia, diarrhea, feeling sad, crying, restless legs syndrome, obstructive sleep apnea syndrome, insomnia, dysgeusia, abdominal pain, uterine fibroid, adnexa uteri cyst, menstruation irregular and bleeding menstrual heavy. Concomitant products included cyclobenzaprine, ibuprofen, naproxen sodium (aleve) and solpadeine (tylenol 1). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"), device allergy ("hypersensitivity reaction to nickel or any other component of essure"), fatigue ("extreme fatigue"), myalgia ("persistent muscle pain"), rash ("various skin rashes"), feeling abnormal ("brain fog"), amnesia ("memory loss"), onychoclasis ("brittle nails"), insomnia ("insomnia"), ovarian cyst ("cysts ovarian"), cyst ("body cyst"), thyroid disorder ("thyroid problems"), libido decreased ("low libido"), headache ("headaches"), alopecia ("hair loss"), abdominal distension ("bloating") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal imbalances") and serum ferritin decreased ("low ferritin"). In (B)(6) 2008, the patient experienced arthralgia ("persistent joint pain (sharp/stabbing pain, also experienced stinging/burning sensations)"), neck pain ("chronic neck pain (sharp/stabbing pain, also experienced stinging/burning sensations)") and back pain ("chronic back pain (sharp/stabbing pain, also experienced stinging/burning sensations)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with ferrous sulfate (iron), chiropractic care and surgery (laparoscopic hysterectomy). Essure (ess205) was removed in (B)(6) 2015. In (B)(6) 2017, the arthralgia, neck pain and back pain had resolved. At the time of the report, the fallopian tube perforation, embedded device, allergy to metals, device allergy, fatigue, weight increased, myalgia, rash, feeling abnormal, amnesia, onychoclasis, insomnia, ovarian cyst, cyst, hormone level abnormal, thyroid disorder, serum ferritin decreased, libido decreased, headache, alopecia, abdominal distension and mental disorder outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, arthralgia, back pain, cyst, device allergy, embedded device, fallopian tube perforation, fatigue, feeling abnormal, headache, hormone level abnormal, insomnia, libido decreased, mental disorder, myalgia, neck pain, onychoclasis, ovarian cyst, rash, serum ferritin decreased, thyroid disorder and weight increased to be related to essure (ess205). The reporter commented: allergy tests done before the removal of the essure device confirmed that I am allergic to several of the materials which the essure device is composed she did claim that she is allergic to nickel or any other component of essure. The plaintiff stated her body is slowly healing from the damage done by the essure device. Since it was in her body for 10 years, it will take time for full healing. The events extreme fatigue, weight gain, cysts (ovarian and body), low libido, headaches, hair loss, bloating were treated with hrt (interpreted as hormone replacement therapy) and thyroid care. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Allergy test - in (B)(6) 2015: results: positive allergy to nickel and gold. Hysterosalpingogram - in (B)(6) 2005: results: no result was provided. Pathology test - on (B)(6) 2015: results: benign uterine leiomyomata. On (B)(6) 2015 pathology test was done having result 1.benign uterine leiomyomata. 2- benign endometrial polyp. 3- weakly proliferative endometrium. 4- benign cervix and benign bilateral fallopian tubes. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; back pain, headache, low libido,fatigue,depression, allergy to metal, hair loss, weight gain,ovarian cysts, memory loss, right coil had perforated my right tube so it was sticking out my tube. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new event "right coil had perforated my right tube so it was sticking out my tube" added from social media and seriousness criteria updated. No valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right coil had perforated my right tube so it was sticking out my tube') and embedded device ('in one of the cornus, there is a wire device embedded') in a 39-year-old patient who had essure (ess205) (batch no. 12275531 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery in 2005, ectopic pregnancy in 2004, delivery in 2003, delivery in 2000, abortion in 1998, abortion in 1997, delivery in 1991, multigravida, parity 4, burning sensation, itching, vaginal discharge, pregnancy and snoring. She denies any discomfort, shortness of breath or chest pain during her activity but states over the past couple of days she has noticed some mild discomfort in the left side of her chest that appears to be more musculoskeletal. She denies any pelvic or buttock discomfort. She denies any pelvic pain,but has been having periods are lasting longer than usual with heavy bleeding and clotting. Concurrent conditions included general anesthesia since 2005, chest pain, lumbar strain, ache, cephalgia, diarrhea, feeling sad, crying, restless legs syndrome, obstructive sleep apnea syndrome, insomnia, dysgeusia, abdominal pain, uterine fibroid, adnexa uteri cyst, menstruation irregular and bleeding menstrual heavy. Concomitant products included caffeine;codeine phosphate;paracetamol (tylenol no.1), cyclobenzaprine, ibuprofen and naproxen sodium (aleve). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"), device allergy ("hypersensitivity reaction to nickel or any other component of essure"), fatigue ("extreme fatigue"), myalgia ("persistent muscle pain"), rash ("various skin rashes"), feeling abnormal ("brain fog"), amnesia ("memory loss"), onychoclasis ("brittle nails"), insomnia ("insomnia"), ovarian cyst ("cysts ovarian"), cyst ("body cyst"), thyroid disorder ("thyroid problems"), libido decreased ("low libido"), headache ("headaches"), alopecia ("hair loss"), abdominal distension ("bloating") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and was found to have weight increased ("weight gain/I gained 80 lbs"), hormone level abnormal ("hormonal imbalances") and serum ferritin decreased ("low ferritin"). In (B)(6) 2008, the patient experienced arthralgia ("persistent joint pain (sharp/stabbing pain, also experienced stinging/burning sensations)"), neck pain ("chronic neck pain (sharp/stabbing pain, also experienced stinging/burning sensations)") and back pain ("chronic back pain (sharp/stabbing pain, also experienced stinging/burning sensations)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required) and was found to have vitamin d decreased ("extremely low vitamin d"). The patient was treated with ferrous sulfate (iron), chiropractic care and surgery (laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2015. In (B)(6) 2017, the arthralgia, neck pain and back pain had resolved. At the time of the report, the fallopian tube perforation, embedded device, allergy to metals, device allergy, fatigue, weight increased, myalgia, rash, feeling abnormal, amnesia, onychoclasis, insomnia, ovarian cyst, cyst, hormone level abnormal, thyroid disorder, serum ferritin decreased, libido decreased, headache, alopecia, abdominal distension, mental disorder and vitamin d decreased outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, arthralgia, back pain, cyst, device allergy, embedded device, fallopian tube perforation, fatigue, feeling abnormal, headache, hormone level abnormal, insomnia, libido decreased, mental disorder, myalgia, neck pain, onychoclasis, ovarian cyst, rash, serum ferritin decreased, thyroid disorder, vitamin d decreased and weight increased to be related to essure (ess205). The reporter commented: allergy tests done before the removal of the essure device confirmed that I am allergic to several of the materials which the essure device is composed she did claim that she is allergic to nickel or any other component of essure. The plaintiff stated her body is slowly healing from the damage done by the essure device. Since it was in her body for 10 years, it will take time for full healing. The events extreme fatigue, weight gain, cysts (ovarian and body), low libido, headaches, hair loss, bloating were treated with hrt (interpreted as hormone replacement therapy) and thyroid care. Discrepancy noted in date of insertion- (B)(6) 2005, (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Allergy test - in (B)(6) 2015: results: positive allergy to nickel and gold. Hysterosalpingogram - in (B)(6) 2005: results: no result was provided. Pathology test - on (B)(6) 2015: results: benign uterine leiomyomata. On (B)(6) 2015 pathology test was done having result benign uterine leiomyomata. Benign endometrial polyp. Weakly proliferative endometrium. Benign cervix and benign bilateral fallopian tubes. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; back pain, headache, low libido,fatigue,depression, allergy to metal, hair loss, weight gain,ovarian cysts, memory loss, right coil had perforated my right tube so it was sticking out my tube. Further company follow-up with the lawyer is not possible. Amendment: the report was amended for the following reason: this record was detected to be a duplicate of case- (B)(4) (legacy device report num 2951250-2020-03547 medwatch 3500a MFR number) and (B)(4). Which will be deleted from bayer safety database after all information was transferred to this case-(B)(4) which will be retained. Event-extremely low vitamin d, new reporter were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"), device allergy ("hypersensitivity reaction to nickel or any other component of essure") and fatigue ("extreme fatigue") in a 39-year-old patient who had essure (ess205) (batch no. 12275531 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, delivery in 1991, delivery in 2000, delivery in 2003, delivery in 2005, abortion in 1997, abortion in 1998, ectopic pregnancy in 2004, burning sensation, itching, vaginal discharge, pregnancy and snoring. She denies any discomfort, shortness of breath or chest pain during her activity but states over the past couple of days she has noticed some mild discomfort in the left side of her chest that appears to be more musculoskeletal. She denies any pelvic or buttock discomfort. She denies any pelvic pain,but has been having periods are lasting longer than usual with heavy bleeding and clotting. Concurrent conditions included general anesthesia since 2005, chest pain, lumbar strain, ache, cephalgia, diarrhea, feeling sad, crying, restless legs syndrome, obstructive sleep apnea syndrome, insomnia, dysgeusia, abdominal pain, uterine fibroid, adnexa uteri cyst, menstruation irregular and bleeding menstrual heavy. Concomitant products included cyclobenzaprine, ibuprofen, naproxen sodium (aleve) and solpadeine (tylenol 1). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device allergy (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion medically significant), weight increased ("weight gain"), myalgia ("persistent muscle pain"), rash ("various skin rashes"), feeling abnormal ("brain fog"), amnesia ("memory loss"), onychoclasis ("brittle nails"), insomnia ("insomnia"), ovarian cyst ("cysts ovarian"), cyst ("body cyst"), hormone level abnormal ("hormonal imbalances"), thyroid disorder ("thyroid problems"), serum ferritin decreased ("low ferritin"), libido decreased ("low libido"), headache ("headaches"), alopecia ("hair loss"), abdominal distension ("bloating") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). In (B)(6) 2008, the patient experienced arthralgia ("persistent joint pain (sharp/stabbing pain, also experienced stinging/burning sensations)"), neck pain ("chronic neck pain (sharp/stabbing pain, also experienced stinging/burning sensations)") and back pain ("chronic back pain (sharp/stabbing pain, also experienced stinging/burning sensations)"). On an unknown date, the patient experienced embedded device ("in one of the cornus, there is a wire device embedded"). The patient was treated with ferrous sulfate (iron), surgery (laparoscopic hysterectomy), surgery (laparoscopic hysterectomy), alternative therapy (chiropractic care) and alternative therapy (chiropractic care). Essure (ess205) was removed in (B)(6) 2015. In (B)(6) 2017, the arthralgia, neck pain and back pain had resolved. At the time of the report, the allergy to metals, device allergy, embedded device, fatigue, weight increased, myalgia, rash, feeling abnormal, amnesia, onychoclasis, insomnia, ovarian cyst, cyst, hormone level abnormal, thyroid disorder, serum ferritin decreased, libido decreased, headache, alopecia, abdominal distension and mental disorder outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, arthralgia, back pain, cyst, device allergy, embedded device, fatigue, feeling abnormal, headache, hormone level abnormal, insomnia, libido decreased, mental disorder, myalgia, neck pain, onychoclasis, ovarian cyst, rash, serum ferritin decreased, thyroid disorder and weight increased to be related to essure (ess205). The reporter commented: allergy tests done before the removal of the essure device confirmed that I am allergic to several of the materials which the essure device is composed she did claim that she is allergic to nickel or any other component of essure. The plaintiff stated her body is slowly healing from the damage done by the essure device. Since it was in her body for 10 years, it will take time for full healing. The events extreme fatigue, weight gain, cysts (ovarian and body), low libido, headaches, hair loss, bloating were treated with hrt (interpreted as hormone replacement therapy) and thyroid care. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Allergy test - in (B)(6) 2015: positive allergy to nickel and gold hysterosalpingogram - in (B)(6) 2005: no result was provided pathology test - on (B)(6) 2015: benign uterine leiomyomata on (B)(6) 2015 pathology test was done having result 1.benign uterine leiomyomata. 2- benign endometrial polyp. 3- weakly proliferative endometrium. 4- benign cervix and benign bilateral fallopian tubes. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; back pain, headache, low libido,fatigue,depression, allergy to metal, hair loss, weight gain,ovarian cysts, memory loss. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 14-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"), device allergy ("hypersensitivity reaction to nickel or any other component of essure") and fatigue ("extreme fatigue") in a (B)(6) patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, delivery in 1991, delivery in 2000, delivery in 2003, delivery in 2005, abortion in 1997, abortion in 1998 and ectopic pregnancy in 2004. Concurrent conditions included general anesthesia since 2005. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced arthralgia ("persistent joint pain (sharp/stabbing pain, also experienced stinging/burning sensations)"), neck pain ("chronic neck pain (sharp/stabbing pain, also experienced stinging/burning sensations)") and back pain ("chronic back pain (sharp/stabbing pain, also experienced stinging/burning sensations)"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device allergy (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion medically significant), weight increased ("weight gain"), myalgia ("persistent muscle pain"), rash ("various skin rashes"), feeling abnormal ("brain fog"), amnesia ("memory loss"), onychoclasis ("brittle nails"), insomnia ("insomnia"), ovarian cyst ("cysts ovarian"), cyst ("body cyst"), hormone level abnormal ("hormonal imbalances"), thyroid disorder ("thyroid problems"), serum ferritin decreased ("low ferritin"), libido decreased ("low libido"), headache ("headaches"), alopecia ("hair loss"), abdominal distension ("bloating") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with ferrous sulfate (iron), laparoscopic hysterectomy, and alternative therapy (chiropractic care). Essure (ess205) was removed in (B)(6) 2015. In (B)(6) 2017, the arthralgia, neck pain and back pain had resolved. At the time of the report, the allergy to metals, device allergy, myalgia, rash, feeling abnormal, amnesia, onychoclasis, insomnia, ovarian cyst, cyst, hormone level abnormal, thyroid disorder, serum ferritin decreased, libido decreased, headache, alopecia, abdominal distension and mental disorder outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, arthralgia, back pain, cyst, device allergy, fatigue, feeling abnormal, headache, hormone level abnormal, insomnia, libido decreased, mental disorder, myalgia, neck pain, onychoclasis, ovarian cyst, rash, serum ferritin decreased, thyroid disorder and weight increased to be related to essure (ess205). The reporter commented: allergy tests done before the removal of the essure device confirmed that I am allergic to several of the materials which the essure device is composed. She did claim that she is allergic to nickel or any other component of essure. The plaintiff stated her body is slowly healing from the damage done by the essure device. Since it was in her body for 10 years, it will take time for full healing. The events extreme fatigue, weight gain, cysts (ovarian and body), low libido, headaches, hair loss, bloating were treated with hrt (interpreted as hormone replacement therapy) and thyroid care. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Allergy test - in (B)(6) 2015: positive allergy to nickel and gold. Hysterosalpingogram - in (B)(6) 2005: no result was provided. Further company follow-up with the lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.